Event description:
Reporter alleged obtaining discrepant blood glucose values of 227 mg/dl back to back with a result of 70 mg/dl when testing was performed one test immediately after the other one on the advantage sys. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.